Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. The directions for use (dfu) wee reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct600 21.0 diopter intraocular lens (iol) rotated and there was a miss calculation with the pca function. The lens was explanted and replaced with a different model lens with the same diopter size. There was no incision enlargement, no sutures and no patient injury reported. No further information was provided.